Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that one day after the implant of the implantable pulse generator (ipg) the patient experienced chest pain and a left side pneumothorax was confirmed via chest x-ray. A chest drain was inserted to resolve the pneumothorax and subsequently the patient developed a fever and increased inflammatory markers and was treated with antibiotics. The device remains in use. The patient was enrolled in the protect-pace clinical study. No further patient complications have been reported as a result of this event.